Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead stored a signal artifact monitor (sam) episode that disabled the respiratory rate trend (rrt) due to a single high out-of-range shock impedance measurement greater than 200 ohms and a single high out-of-range pace impedance measurement greater than 3,000 ohms. The health care professional (hcp) confirmed that the patient underwent a ventricular tachycardia (vt) ablation at mid-septum at the time of the sam episode, and the patient was discharged the following day. Technical services (ts) discussed possible risks to the implanted system associated with ablation and recommended verifying lead/device integrity. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead stored a signal artifact monitor (sam) episode that disabled the respiratory rate trend (rrt) due to a single high out-of-range shock impedance measurement greater than 200 ohms and a single high out-of-range pace impedance measurement greater than 3,000 ohms. The health care professional (hcp) confirmed that the patient underwent a ventricular tachycardia (vt) ablation at mid-septum at the time of the sam episode, and the patient was discharged the following day. Technical services (ts) discussed possible risks to the implanted system associated with ablation and recommended verifying lead/device integrity. This ICD remains in service. No adverse patient effects were reported.